Event description:
Information was received from the physician that the exposed suture was due to patient manipulation, and that no surgical intervention was needed.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice atleration¿ is not available. Proposed second level coding - voice alteration to capture hoarseness or other vocal changes. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's sutures were extruding from the patient's skin and causing voice changes. The patient followed up with their physician and the exposed suture was snipped. No other relevant information has been received to date.